Event description:
It was reported that this right ventricular (rv) lead exhibited noise, high capture thresholds, loss of capture, and overpacing. Troubleshooting options were recommended, however, the physician opted to reposition the rv lead. No additional adverse patient effects were reported.